Event description:
It was reported that approximately 4.5 months post tavr, the 26mm sapien valve was explanted and replaced with a 27mm aortic thermal fix magna ease valve. Additional information provided by the hospital medical records indicated that post implant the patient had mild paravalvular leak (pvl). However, subsequent assessments showed that the leak was more likely severe and the patient continued to have heart failure and continued to decline in the months following the initial implant. There was no device closure option appropriate for the patient¿s pvl and the decision was made to proceed with a traditional surgical valve replacement. The valve was explanted and removed from the patient. Per report, the native valve was trileaflet and very heavily calcified. The annulus was quiet large. All 3 leaflets were excised and a 27 edwards magna ease bovine pericardial valve was implanted. The valve appeared to be well seated below the coronary ostia. Post valve deployment the echocardiogram revealed the new valve was functioning well with no pvl and low gradients. The EKG showed normal sinus rhythm without evidence of ischemia. The patient was noted to have tolerated the procedure well with no intraoperative complications.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that patient (severe calcified native valve) and procedural factors (undersized valve) my have caused or contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.